Event description:
Consumer questioning accuracy of the meter by comparing with old meter. Analysis run on clarke error using reported competitive readings (116, 137) as ref. Points vs bd readings (233, 267) yielded data points in "c" range of the grid, outside acceptable range.